Manufacturer narrative:
B3. Date is estimated. Year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that patient states, stimulator does not seem to be working. Patient states, peeing more than they ever did before getting the implant. This has been going on for a couple months. Patient states, the dr instructed patient to call patient services. Patient can feel stimulation when laying down. And if they runs their hand across the battery, they feels like there is a dent in the battery. Patient states, the battery feels like it is bent down. Patient has tried increasing stim, but it was uncomfortable so they had to turn it back down. Agent reviewed how to change programs. Patient was on program 2 at 0.8 and increased to 0.10 and it was too strong. Patient changed to program 3 and is able to feel stim at 0.4. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that ongoing concerns with lack of urinary control. They stated they no longer could see their managing physician due to insurance reasons. The agent emailed physician listings to patient. No troubleshooting was possible as patient indicated they needed to charge external devices. The patient said they would call back after charging devices for assistance checking therapy status. Additional information was received from the patient. They reported repeated concerns with lack of urinary control. The patient stated that their urinary control had been so poor that they've had to wear depends at night before they go to bed. The patient connected to the ins during the call and confirmed therapy was turned on. The agent reviewed considerations for therapy settings and the patient decided to increase amplitude. The patient confirmed they felt stimulation after increasing the amplitude. Patient said they would maintain amplitude and continue to monitor symptoms.